Event description:
It was reported that pump battery depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding outcome or any corrective actions taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.